Event description:
A 2.5x15mm promus drug eluting stent stripped from the delivery balloon while attempts were being made to deliver the stent across a calcified tortuous segment of left circumflex coronary branch into an obtuse marginal branch. Attempts to snare the stent with a 4mm gooseneck snare failed, and the stent embolized from the left main artery to an unk vascular location.